Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 40 mg/dl. Reportedly, the customer consumed chocolate and glucose tablets to treat bg. The customer suspected that the cartridge was the cause of the low bg. No additional information was provided by the customer.